Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained about low flow alarms. The inflow cannula was pointing towards the left ventricle (lv) wall and the cardiac intima was growing partially over the inflow cannula. The patient was clinically fine with no symptoms. A decision was made to upgrade the controllers to low flow 2.0 software on (B)(6) 2023 but the patient refused.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of inflow cannula misalignment could not be confirmed through this investigation as no images were provided by the account. The controller event log file contained events on 19oct2023. Intermittent low flow alarms were captured throughout the log file due to the estimated pump flow hovering around the low flow threshold of 2.5 lpm for the majority of the captured events. No other notable events or alarms were observed in the log file, and the pump appeared to be operating as intended at the fixed speed. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. This section cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 7 outlines system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the inflow cannula position was diagnosed with x-ray and echocardiogram. However, images from the diagnosis were not available. On (B)(6) 2023, the patient underwent a heart transplant on a regular transplant list. The transplant was not device or therapy related.